Event description:
A surgeon reported a pt with an unexpected postoperative refraction following an intraocular lens (iol) implant procedure. Additional information was received from the surgeon who reported that at the pt's postoperative visit, there was no intraocular lens implants in the pt's eye. The pt was left aphakic. The surgeon used an unapproved viscoelastic during the procedure.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The file indicated the use of an unqualified viscoelastic in the device. The product investigation could not identify a root cause for "postoperative refraction is different". A failure to follow the dfu was also indicated by the use of an unqualified viscoelastic in the device. The use of an unapproved viscoelastic may contribute to misfolding of the trailing haptic or other unpredictable outcomes, which may result in lens damage or improper delivery. Attempts have been made to obtain additional information. A completed questionnaire was received on (B)(4) 2013.